Event description:
The device was returned to the service center with a report from the customer contact that the device does not indicate a reportable malfunction. However, during verification testing at the service center, battery leakage was noted in the battery compartment and on the battery door of the device.

Manufacturer narrative:
During verification testing at the service center, the device did not power on using dc power. Upon further investigation, leakage from the disposable batteries was noted in the battery compartment and on the battery door of the device. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.